Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received. The reported event was not duplicated during testing for 1 device; however, the device was outside specifications. One device was found to be affected by a fractured component. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which an accessory broke in the device. There was no patient involvement; no patient impact.